Event description:
As reported, this patient had an initial left tka on (B)(6) 2011. The patient was revised on (B)(6) 2022 due to poly issues with flaking and delamination. The surgeon replaced the patella, poly and femoral component. The patient was last known to be in stable condition. No other patient information/medical history reported. The devices are not returning as they were discarded.

Manufacturer narrative:
Pending investigation. Medical devices: 234-02-03, 1991416 - optetrak asy,ps cemented femoral, sz 3, 200-02-26, 1062592 - three peg patella 26mm, 204-04-33, 2069377 - trapezoid tibial tray sz 3f/3t.

Manufacturer narrative:
H3: the revision reported was likely the result of axial rotation mismatch and mechanical overload on the medial side of the insert leading to wear of the polyethylene over the course of 11 years of implantation. However, the contributions of potential instability, loosening, and prosthesis wear to the sequence of events cannot be determined as the devices were not available for evaluation. H7: z-0019-2022.